Event description:
Lead system exhibited "inappropiate shocks with the epicardial leads with suspected insulation of wire failure and abnormal beep tones." The implantable cardioverter defibrillator (ICD) was also explanted. A serious injury report has been filed on the ICD. Reference firm control number 51996. Co will assume the leads are capped and remain implanted. Lead implant date-6/28/91, out of service date-1/24/96, total implant time-54 mo.